Manufacturer narrative:
H6: investigation summary: bd received 1 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for shield damage with the incident lot was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of shield damage was not observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: there was a "damaged cap; a burr was found on the cap of a tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: there was a "damaged cap; a burr was found on the cap of a tube."